Event description:
It was reported that patient with this right ventricular (rv) lead experienced diaphragmatic stimulation. Health care professional (hcp) is planning to reposition the lead. Additional information from the field indicated that the lead was surgically repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.